Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73j1800035 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips were not clipping properly and clips were falling off from the device. Clips that fell inside the patient were all removed.